Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma, granuloma, capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: ¿capsular contracture baker grade IV with deformity and pain, large seromas requiring treatment with antibiotics, pathology detected chronic inflammatory and granulomatous changes." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported left side ¿capsular contracture baker grade IV with deformity and pain, large seromas requiring treatment with antibiotics, pathology detected chronic inflammatory and granulomatous changes." The device has been explanted.